Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection by a material analysis engineer noted [...] Damage consistent with the explantation process was observed on the shell. No biological fixation observed on the proximal surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.[...] -medical records received and evaluation: review of the provided medical information by a clinical consultant noted the following: [...] Narrative a 43 y/o female with a history of osteoporosis, anorexia/bulimia with low bmi (18.24, normal 18.5 to 24.99) had a conversion to right total hip arthroplasty for post-traumatic arthritis on 9/17/13 with a tritanium cup with 2 screws, x3 polyethylene liner, accolade ii hip stem and biolox ceramic femoral head. Subsequently, the she developed groin pain and was diagnosed with a loose tritanium cup which was revised on 7/2/18. There was noted to be no ingrowth on the cup at the time of the revision (pictures provided). No mention of infection work-up. The revision itself was not described and no post-operative films were available. No description of bone quality at index arthroplasty or revision provided. [...] -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the medical review concluded the following: an underweight female with a history of osteoporosis and poor nutrition underwent a conversion to a cementless total hip for post-traumatic arthritis following orif of a hip fracture. A tritanium cup with two 6.5 mm screws was used. Within five years the cup loosened, requiring revision. Pictures of the implant post-explant show no evidence of bony ingrowth. None of the information describes an infection work-up but the assumption would be that this was ruled out. The patient has a history of poor bone quality and a history of fracture. Furthermore, the acetabular bone may have been of worse quality due to limited weight bearing and activity. This may have contributed to the failure of fixation. Aseptic loosening of a cementless acetabular component is a known complication of total hip arthroplasty. In this single case there is no frank evidence of component failure. The event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as post-op xrays, histopathology report & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Dr. Replaced the patient's right hip on (B)(6) 2013 due to post traumatic arthritis. He removed cannulated screws and replaced the hip with a trident tritanium primary cup, x3 liner, accolade 2 stem, and biolox head. According to the dr., the patient experienced groin pain and imaging revealed migration of the acetabular component consistent with failed osteointegration.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Dr. Replaced the patient's right hip on (B)(6) 2013 due to post traumatic arthritis. He removed cannulated screws and replaced the hip with a trident tritanium primary cup, x3 liner, accolade 2 stem, and biolox head. According to the dr., the patient experienced groin pain and imaging revealed migration of the acetabular component consistent with failed osteointegration.